Event description:
The customer called to get a replacement battery cap for her insulin pump,. The customer stated that she wanted to have it shipped to the hospital where she was staying. The reason for the customer being in the hospital was unknown. Follow-up calls were made to find out why the customer was in the hospital, but the customer could not be reached.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.